Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) defaulted to nominal settings. The epg was replaced. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it could not be confirmed that the device reset to nominal settings. The error code which accompanies this behavior was not found in the device logs. No issues were identified. Device firmware was update to conform with field corrective action. The device was functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-08-13: the epg was returned for service.